Event description:
It was reported that the medtronic nim 3.0 system, emg contact tube and stimulating probe were involved in a surgery that resulted in injury. The patient was a (B)(6) male with thyroid cancer and he awoke from surgery with bilateral vocal cord paralysis. The doctor provided an update on the patient¿s status, indicating one of the vocal cords has recovered and it is also the doctor¿s belief that the other cord will recover in time.

Manufacturer narrative:
Concomitant products: emg contact tube (ent emg/laser p/n unknown); sn/lot: not provided; manufactured: unknown; returned to medtronic: no; stimulating probe (ent nim p/n unknown); sn/lot: not provided; manufactured: unknown; returned to medtronic: no. (B)(4). In response to medtronic¿s request for device return, no devices were received for evaluation. Method: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
The following additional information was received on august 16, 2013 from the physician: the procedure was a total thyroidectomy and the patient had known thyroid cancer. No medtronic equipment malfunctioned during the procedure...the monitoring seemed to function appropriately and the nerves were visually identified and preserved without apparent evidence of injury. The procedure proceeded as usual and was completed with no variations, no evidence of intraoperative injury or equipment failure. The patient required immediate reintubation, failed extubation on 2 additional occasions, was given a temporary tracheostomy and peg tube. His left true vocal cord function recovered 12 weeks later and he tolerated removal of both the tracheostomy tube and the peg tube. The right true vocal cord remains paretic at this time, but may recover as well. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.